Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to clogging of nozzle, water removal ability did not meet the standard value; due to a pinhole on bending section cover, water tightness was lost; light guide lens, adhesive around light guide lens, and the adhesive on bending section cover all had a crack; bending tube had a dent; switch 1, connecting tube, universal cord, and protector of universal cord on suction connector side all had a scratch; plastic distal end cover had a burn; forceps elevator lever was deformed; adhesive on bending section cover had white-clouded area; adhesive on bending section cover had a chip; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to a pinhole on channel tube, water tightness was lost; suction connector was dirty due to water leakage; paint on suction cylinder was peeled; control unit had discoloration; and the plastic distal end cover had a burn.the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had poor water supply/drainage. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: foreign matter came out from the nozzle and the tip cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle and plastic distal end cover (c-cover) was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The events can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.